Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls, the user performed multiple restarts and attempted dry runs without resolution, changed supplies twice, and transitioned to backup therapy, consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, a failure to infuse, and involvement of the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.